Manufacturer narrative:
Additional information: d10, g4, h2, h3, h6, h10 the field complaint of premature battery depletion was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's implantable cardioverter defibrillator had been exhibiting rapid premature battery depletion. The device was explanted and replaced. The patient was stable.